Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack, crease flat, delamination and white particles. Leak test was performed and found opening on diaphragm valve. A microscopic analysis was performed which identify delamination and opening crack in the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure and a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.